Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the affected device was returned on october 6,2025. During the technical inspection of the returned device, the error description provided by the customer, " overheating of tipcam ", could not be confirmed. During the investigation, no increased heat development could be detected or reproduced on the tipcam. A possible cause for the excessive heating may be an incorrectly selected light cable or contamination on the connection surfaces of the light guide or the device-side light connection. The labelling was found to contain adequate instructions and warnings pointing out the importance to chose the correct light cable and of the risk of burns by chemical residue on the light cable and on the light entrance of the endoscope. The tipcam shows no negative characteristics in terms of function, imaging, and heat generation. The optics comply with the currently valid specifications. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during surgical procedure, the tipcam went on overheating and the surgeon burned his hand. Due to the reported injury the case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).